Event description:
A malfunction alarm, specifically malf 9, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.